Event description:
It was reported that an increase in thresholds was noted on the right ventricular (rv) lead. It was noted measurements remain within range.  The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.